Event description:
It was reported that when the patient's implantable neurostimulator (ins) was replaced and impedance measurements were found to be greater than 4000 ohms on all of the bipolar pairs. The ins was replaced because the battery was low/nearing end of life. The patient felt stimulation response when the manufacturer representative was testing electrode combinations. The ins was replaced and intraoperative impedance measurements were repeated and found to be normal. The patient was doing fine postoperatively and her implanted system was functioning normally.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v012934, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).